Event description:
It was reported that following an implantable neurostimulator (ins) revision the patient experienced a lack of stimulation and reported high impedances. It was reported there were "???" For impedance results on electrodes 0 to 3 and 1 to 3 and reported >4000 ohms on some of the bipolar pairs (2-3 pair = >4000 ohms). Additionally the case-to-electrode-2 was 3017 ohms and 0 to 2 read 2023 ohms. The patient reported that one electrode had been "bad" prior to the ins replacement but stim had been fine. Additional information received reported that patient was still not receiving any stimulation. The stimulator was fine, but the patient was going to undergo another surgery to replace both the lead and extension.